Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an diagnostic procedure. Reportedly, a cuff miss occurred when retracting the plunger. The device was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. There was no clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the right common femoral artery was mildly calcified. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for investigation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incident in the complaint-handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency.